Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review for system controller (B)(6). The event log file captured multiple no external power events while patient was on the mobile power unit. Log files from system controller (B)(6) were also submitted for review and captured driveline communication faults starting 12jun2026 at 0527 and continued until the system controller was exchanged 12jun2026 at 12:36.